Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mpu¿s white lemo connector being difficult to connect to a system controller was confirmed. The returned mpu (serial number (B)(6)) was received at the european distribution center. The mpu was observed to have a slightly damaged white lemo connector upon arrival, as the white connector was difficult to connect to a test system controller; however, the mpu was functionally tested and was otherwise found to perform as intended. The mpu¿s patient cable was replaced with a new component. Preventive maintenance was performed, and the serviced and repaired mpu was returned to the rental pool after passing all tests per procedure. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook instructs users to regularly inspect their equipment, including their mpu, and to return any equipment that appears damaged or worn. Users are encouraged to not use any equipment that appears damaged or worn. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the white connector of the patient cable was difficult to connect to the patient's controller.